Manufacturer narrative:
Unit received with missing retainer and missing reservoir tube o-ring. Unable to perform displacement test due to missing retainer. Test reservoir does not lock properly inside the reservoir tube due to missing retainer and missing reservoir tube o-ring.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer¿s blood glucose level was unknown at the time of the incident. Details that led to the event, the reservoir connection ring and part of the screw thread on his pump is broken and the parts are hanging out of the pump. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will not be returned for analysis.